Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 875 mg/dl with high ketones, a headache, and dizziness. Cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids and insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond.